Event description:
It was reported that during a laparoscopic chole procedure, the first device was stuck on the duct and they had to pull it off. The second device was stuck on the duct and had to be pulled off the duct. The case was completed with no patient consequence, but they did not know how it was completed. There was no adverse consequence to the patient. (B) (4).

Manufacturer narrative:
A partial lead was returned, cut at 12 cm from the connector pin. A lead tip stiffness test could not be performed as the lead tip was not returned. Without the entire lead, a complete evaluation cannot be performed.